Event description:
This is filed to report tissue damage it was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade of 4. The first clip was implanted with no reported issue, reducing mr to grade 2. After one minute post-deployment, mr increased to 3-4. The clip was stable on both leaflets. The physician suspected tissue damage to the posterior leaflet. A second clip was implanted lateral to the first clip with no reported issue, reducing mr to grade 3. A third clip (21006r1023) was placed medially to the first clip but was not deployed and removed. The procedure was aborted with mr of 3. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported unspecified tissue injury (no treatment) associated with the suspected posterior rift could not be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.